Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in laparoscopic procedure, the surgeon stated firing the device to duodenum however the device fired only a moment and the firing stopped at once. The surgeon did not check the display screen at that time. They replaced a new reload and the firing was successful. The surgeon just pushed the green button then the device fired only a moment. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.